Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet stopped charging on the provided charging pad and the device powered down after initially blinking twice when plugged into multiple outlets and then ceasing to charge when placed on the pad; the user transitioned to backup subcutaneous insulin therapy. Symptoms included hyperglycemia with glucose levels in the high 200s lasting approximately three to four hours, without ketone testing or additional medical intervention. Outcomes included temporary interruption of automated insulin delivery and user inconvenience. Investigation included troubleshooting steps over the phone, confirmation of alternate outlets tried, and arrangement of a replacement charging pad and case. Investigation of this case revealed a suspected charging system malfunction consistent with a charger or cable failure leading to loss of charge and device shutdown. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.